Manufacturer narrative:
(B)(4). This lot was manufactured between october 9, 2013 to october 10, 2013. Investigation summary: baxter received the unit for evaluation. Visual inspection noted a solid white particle approximately 1.56 mm in size, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the solution in the a reservoir of a small volume folfusor. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.